Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the bronchofibervideoscope had no image. The issue occurred during preparation for use in an unspecified procedure. The procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the occurrence was caused by touching the scope terminals when static electricity was charged or by connecting the electrical contacts of the scope connector to the device when it was not sufficiently dry. The imaging unit was damaged. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: ¿safety precautions precautions when endoscopic images disappear unexpectedly or freeze cannot be released warning if endoscopic images disappear unexpectedly or freeze cannot be released during the procedure, immediately discontinue use and pull out the endoscope from the patient while referring to "5.3 pulling out the endoscope where an abnormality occurred." In such conditions, use of a therapeutic device, curving maneuver, rotation of the insertion site, suction maneuver, insertion or removal of the endoscope may injure the body cavity, cause bleeding, or cause perforation. The following items shall be strictly observed. There is a risk that endoscopic images will disappear unexpectedly or freeze may not be released during the procedure. When connecting the scope connector to the light source unit, push it in until it clicks. Poor contact may occur. Do not bend, strike, pull, or twist the tip, insertion, bending, operating, universal cord, or scope connector section of the endoscope with strong force. Otherwise, the scope may be damaged, causing water leakage, or the internal components may be damaged, such as a broken cable. Connect the scope connector to the light source device in a sufficiently dry condition, including the electrical contacts. Also, make sure that the electrical contacts are clean before connecting. Using the unit with wet or dirty electrical contacts may cause malfunction or failure of the unit.¿ olympus will continue to monitor the field performance for this device.